Manufacturer narrative:
The pump was unable to prime during prime alarm test due to faulty force sensor resistor. Cracked reservoir tube lip and scratched display window were noted. Pump passed basic occlusion test and displacement test. The occlusion test was unable to be performed due to prime anomaly. All buttons function properly. There was no button error alarms noted. However, moisture damage was noted on keypad traces.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 519mg/dl. The customer treated the high level with the pump. Troubleshoot was conducted. The customer had button error alarm in the device's history. The customer was advised that the pump would be replaced and returned for analysis.